Manufacturer narrative:
Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. After further review, there were signs of previous moisture presence and corrosion on the pins of the lcd connector located on electrical board 2 and at random spots all over electrical board 1. Device was received with a crack in the battery tube. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the insulin pump had multiple insulin pump error alarm. Customer was not able to clear alarm. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that the display did not returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.